Manufacturer narrative:
Phone (B)(6), b3: unknown. One device was received for evaluation. Visual inspection found the device to be in good condition. As the reported problem is unknown, functional testing was unable to be verify or duplicate the issue. Functional testing revealed the device failed accuracy testing. The most probable root cause is the expulsor. The expulsor was replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported the device was sent in for repair, no additional information was provided. There was unknown patient involvement.